Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drops dripping out of the cartridge tubing during the load fill tubing sequence. A new cartridge was successfully loaded resolving the issue. Blood glucose level was 442mg/dl.